Event description:
It was reported that the patient experienced a fracture of the rotating hinge knee femoral component. The revision surgery also included the removal of the distal femoral augment block which was used in conjunction to the femoral component.

Manufacturer narrative:
The implant was removed as it was implanted in conjunction with the fractured component. The implant was not returned for evaluation.